Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported left side rupture. Device remains implanted.

Event description:
Patient reported left side rupture, debilitating back pain (not device related), severe breast pain, deeply distressed, capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Corrected data: d.6b.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. Anxiety - product/ procedure: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture, debilitating back pain (not device related), severe breast pain, deeply distressed, capsular contracture baker grade iii. Device has been explanted

Event description:
Patient additionally reported debilitating back pain (not device related), severe breast pain, and deeply distressed. This record is for the left side. Device has been explanted.